Manufacturer narrative:
Device evaluation: there was blood in the inflation lumen. There was a complete separation of the hypotube 107cm from the guidewire exit notch. The mid-shaft was stretched adjacent to the guidewire exit notch. The outer shaft was necked down onto the inner distally of the guidewire exit notch. The inner shaft was separated from the bi-component weld. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The balloon was detached. The proximal markerband was moved on the inner shaft, which likely occured due to elongation and separation of the inner shaft. The outer shaft was longitudinally torn 7cm from the distal end fracture face. The inner shaft was kinked in multiple locations. The distal portion of the device (balloon, one markerband, inner shaft, tip) and hub were not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: ¿balloon pressure should not exceed the rated burst pressure.¿ (B)(4).

Event description:
Same patient as (B)(6). It was reported that during a coronary stenting treatment procedure, a balloon detachment occurred. The target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery (lad). The physician placed an unspecified stent in the lesion. After deployment there was an indentation in the stent due to the calcification. The physician advanced a 3.0x8mm nc quantum apex balloon catheter to the stent and inflated the balloon to 26atms, but the indentation still remained. The physician then inflated the balloon to 30atms and the balloon ruptured. During removal the device got stuck in the proximal lad. The physician held the proximal side of the balloon shaft with a snare while attempting to remove the device and the distal end of the balloon detached ¿without elongation¿ and remained in the patient. Upon removal of the balloon, it was observed that there was only one marker band. The physician "checked the patient" and confirmed that there was a marker band in the right renal artery. The physician attempted to remove the marker band with a wire, but was unable to remove it. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same patient as 2134265-2013-03584. It was reported that during a coronary stenting treatment procedure, a balloon detachment occurred. The target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery (lad). The physician placed an unspecified stent in the lesion. After deployment there was an indentation in the stent due to the calcification. The physician advanced a 3.0x8mm nc quantum apex balloon catheter to the stent and inflated the balloon to 26atms, but the indentation still remained. The physician then inflated the balloon to 30atms and the balloon ruptured. During removal the device got stuck in the proximal lad. The physician held the proximal side of the balloon shaft with a snare while attempting to remove the device and the distal end of the balloon detached ¿without elongation¿ and remained in the patient. Upon removal of the balloon, it was observed that there was only one marker band. The physician "checked the patient' and confirmed that there was a marker band in the right renal artery. The physician attempted to remove the marker band with a wire, but was unable to remove it. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.